Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "did not wear mask". The peritonitis was manifested by cloudy pd effluent. The same day as peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1 gm, every 72 hrs, intraperitoneal, ongoing) and injection cefoperazone + sulbactam (1000 mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. It was reported that the retraining for aseptic technique is ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital and recovered from peritonitis. It was reported that on an unknow date, retraining for not wearing mask was completed. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.